Event description:
Out of range (oor) impedance warning of 209 ohms." Lead manufactured by st.jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).